Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering an unexpectedly (low) breath rate and low inspiratory pressure was confirmed. Ventec replaced the blower to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the blower.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that the device was delivering an unexpected (low) breath rate and low inspiratory pressure. There were no reports of patient use associated with the reported issue.